Event description:
Information received by medtronic indicated that the insulin pump had hal software error detected error alarm and had main arm cannot communicate with the motor arm error alarm during basal. Customer was able to successfully clear the alarm. Customer did not get request to rewind. Insulin pump passed self test. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.